Manufacturer narrative:
Manufacturer year 2003. (B)(4). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and on (B)(6) 2018 presented with striae. A flap lift and irrigation was performed in the right eye (od) at post treatment. It was stated that the patient had no loss of best corrected visual acuity (bcva). Patient reported the symptoms are not interfering with daily activities. Although attempts were made for additional information, none has been provided. Bcva from (B)(6) 2018: right eye pre-op 20/20 -.75 x-.50 x 4, left eye pre-op 20/20 -1.00 x -.25 x 9. This report is for the excimer laser equipment. A separate report will be filed for the femto laser equipment.

Manufacturer narrative:
In initial report, it was indicated there was no additional information provided, however, additional information was provided that striae was the issue reported and was included in the initial report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.